Event description:
It was reported that the patient underwent implantation of three pillar polyethylene terephthalate implants (braided polyester filaments) into the soft palate for snoring. The patient continued to snore after the procedure. The patient experienced mouth pain, sleeping problems and sleep apnea. The patient was seen for follow-up eleven weeks post-op. Two implants had extruded; the exposed portion of the implants were trimmed and left in place. Six weeks later, the patient was seen for follow-up again; the implants were trimmed again. Eight and a half months later, the patient was seen for follow-up. The physician removed one extruding implant; the device was not replaced. Reportedly, the patient is doing fine. The physician stated there are no remaining issues to date.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. (B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The manufacture date can not be determined without additional device information. The implant was discarded. Neither applicable imaging films nor applicable medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, erosion of implant, sore or scratchy throat, implant migration and partial / full extrusion of the implant.

Event description:
It was reported that the patient underwent implantation of three (B)(4) implants (braided polyester filaments) into the soft palate. Eleven weeks post-op, the patient was seen for follow-up. Two implants had extruded; the implants were trimmed. Six weeks later, the patient was seen for follow-up. The implants were trimmed again. Eight and a half months later, the patient was seen for follow-up. The physician removed one extruding implant; the device was not replaced. Reportedly, the patient is doing fine.